Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a phenom 21 that had resistance during delivery of a solitaire and was noted to have an obstruction/occlusion. The patient was undergoing a thrombectomy procedure via femoral access. Patient's vessel tortuosity was moderate. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The catheter was navigated in place with the guidewire. Delivery of the solitaire 3 x 40mm stent retriever was attempted but resistance was felt after advancing about 20cm, in the proximal segment of the phenom catheter. Multiple attempts were made to flush the catheter and push the delivery wire but resistance continued. The phenom was removed and replaced with another to complete the procedure successfully. Post-operatively, the physician tried to clear the catheter and after repeated attempts, a piece of debris was unblocked. There was no patient harm or injury associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported post-thrombectomy tici was 2b. The same solitaire was used to complete the procedure successfully after the catheter was replaced. Blood was blocking the phenom catheter.

Manufacturer narrative:
H3: the phenom 21 catheter was returned for analysis. The solitaire sfr was not returned for analysis. Therefore, any contributing factors could not be assessed. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. No accordion was found with catheter body. The phenom 21 catheter tip and marker were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. An in-house 0.021" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issues. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ and ¿ catheter accordioned¿ could not be confirmed. No defect was found with returned phenom 27 catheter. No resistance was observed during testing. However, the root cause could not be determined. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. Patient's vessel tortuosity was moderate. The solitaire sfr is compatible to use with phenom 21 catheter. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.